Event description:
A report was received that a pt was burned by her charger. The symptoms of the burn were blistering, pain and redness. The pt did not seek medical treatment for the burn, and stated that the burn was not healed. The pt reports persistent pain while charging, and has not used her stimulation in about three months.